Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.